Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "improper or incorrect procedure or method" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: improper or incorrect procedure or method.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported "overfilled to 480 cc". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side was "overfilled to 480 cc". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported "overfilled to 480 cc". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: improper or incorrect procedure or method: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.